Manufacturer narrative:
Concomitant medical products: mdt-lead, ; 407658 lead.

Event description:
It was reported that the patient was treated with oral antibiotics for a superficial pocket infection. The symptoms disappeared. Subsequently discharge was observed at the implant site. The patient was treated with a topical cream. The wound opened/pocket eroded. A stitch abscess was identified. The organism was identified as (B)(6). The patient was hospitalized and treated with IV antibiotics. The device system was explanted and there are no further signs of infection. Blood cultures and wound cultures were negative. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.